Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating that the pace impedance of the rv lead had been high, out-of-range with measurements of greater than 3000 ohms. X-rays were taken, which indicated a lead fracture was the cause of the impedance issues. The impedance issues had begun months before the rv replacement procedure occurred. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.